Event description:
It was reported that the patient presented to the emergency room after receiving a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). It was noted that the patient experienced syncope and unconsciousness due to the shock. The interrogation data was sent into technical services (ts) for review. Upon review, ts noted that the patient was initially in ventricular tachycardia (vt) and the device started to charge. However, the vt terminated spontaneously, and the charge dropped. The rhythm then converted to supraventricular tachycardia (svt) and the shock was delivered on the t markers. There was no oversensing of the t-waves. Ts discussed how the s-ICD views decisions to treat when a rate says in the conditional zone. The s-ICD remains in service and no additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.